Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump. It was reported the patient had a refill on the date of this report and the hcp had some difficulty getting telemetry to the pump, but was finally successful. It was noted he used multiple tablets. It was further reported the expected residual volume (erv) was 4ml and the actual residual volume (arv) was 20ml. It was noted there were no therapy issues. The patient¿s family reported the patient was doing well. The rep would contact the physician and discuss further. The event date was (B)(6) 2020 and patient symptoms were not reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician was not able to aspirate back from the catheter. It has been determined that the catheter is not patent. Also, this reporter had no issues establishing telemetry with this patient¿s pump and suspected that the pump is deeper than the recommended 2.5cm. No further complications were reported regarding the event.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jul-15. It was reported that a catheter flow study was scheduled for (B)(6) 2020. The hcp attempted to use a different tablet and communicator for telemetry issues. There were no environmental factors that may have led or contributed to the issue, but there was a suspected lack of patency in the catheter. The event remained unresolved at the time of report. The device remained implanted and no surgery was planned at the time of report.

Manufacturer narrative:
Continuation of d11: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2019, product type: catheter. Use by date: 2021-01-04. UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.